Event description:
There was no report that the iab malfunctioned. As a result of the event, the pt's foot turned cool and was pulseless within 1 1/2 hrs. (Event complications: foot turned cool/pulseless-reported 7/15/97). (Pt's current status: unk-rpt'd 7/15/97).